Event description:
On 01-aug-2023, a spontaneous report from the united states was received via email regarding a female (age not provided) who used a thermacare menstrual 8hr 3ct +1ct heat wrap. Medical history included prior use of thermacare for 8 years without event. On an unspecified date, reported as recently (relative to 01-aug-2023), the consumer topically applied a thermacare menstrual 8hr heat wrap. After applying the product, the consumer noted it gave her a 2nd degree burn on her abdomen and she had 3 burn marks on her skin. The consumer declined to provide additional information.

Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, the batch number reported by the consumers was not valid for thermacare menstrual product. Without a valid batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.